Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed and attributed to the interconnect cable being disconnected at connector of the analog board. The interconnect cable was replaced to remedy the report. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.